Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 325 mg/dl, 130 mg/dl, 120 mg/dl, and 110 mg/dl when all tests were performed within 10 minutes on the advantage system. Reporter indicated that he was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent. Reporter stated he no longer has the suspect test strips and so no product will be returned for evaluation.